Event description:
It was reported that the patient presented in clinic due to phrenetic nerve stimulation. Device interrogation revealed high capture thresholds and the possible micro cardiac perforation on the right ventricular (rv) lead. On (B)(6) 2023, the physician elected to cap and replace the rv lead. The patient was in stable condition.

Manufacturer narrative:
Correction: b5 and h6 for discomfort.

Event description:
Correction to missing discomfort for symptom.